Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the biliary duct performed on (B)(6) 2022. During the procedure, when the physician was trying to backload the advanix biliary stent pusher, the proximal tail of the stent pigtail had a cut. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be good.